Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.

Event description:
While using a byte day aligners. Patient reported, that their teeth have broken. They reported, also that they had to have two teeth removed on their right side, one at the top and one on the bottom. Now their aligners do not fit and are too lose. Requested additional information from patient.

Manufacturer narrative:
Since, this event resulted in a serious injury. It is reportable, per 21 cfr part 803.